Event description:
It was reported that the ventilator shut down when the silence/reset button was pressed while on internal battery. Later, the ventilator shut down without user intervention while on internal battery. The ventilator was not connected to a patient when reported problems occurred.